Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. No additional information was provided.